Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: field d4. Catalog should be unk_smart touch bidirectional sf. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion and cardiac arrest that required pericardiocentesis and intubation. The patient was reported to have died. It was reported after an afib case, a cardiac tamponade was noticed. The patient coded and had a large pericardial effusion. The pericardial effusion was confirmed by the ultrasound system. The medical intervention provided was a pericardiocentesis and the patient was intubated. The patient was reported to have died. Additional information was received indicating it was the physician¿s opinion that the cause of the adverse event was procedure related. Transseptal puncture was performed with a baylis versacross. The adverse event occurred during ablation phase utilizing farapulse. There were no error messages observed on biosense webster equipment during the procedure.